Event description:
Device 2 of 4. Reference MFR report#1627487-2016-03485. Reference MFR report#1627487-2016-03486. Reference MFR report#1627487-2016-02514. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time diagnostic testing confirmed one of the two extensions did not work properly. The physician opted to explant and replace both extensions with a new model. Effective stimulation was achieved postoperatively thus resolving the issue. Please note: 2 new reports (device 3 and device 4) are being added for both extensions.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report#1627487-2016-02514. Follow-up identified one tail end of the lead disconnected from the ipg header. MFR report device 2 added per updated information received.